Manufacturer narrative:
The reported event end of battery life was not confirmed. As received, the returned ipg could communicate with a test standard patient programmer and passed functional testing on the auto tester. Functional bench testing revealed the returned ipg charged normally and passed a discharge test providing sufficient battery capacity when compared to the calculated battery capacity.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.